Event description:
It was reported that the patient experienced discomfort due to incorrect interpretation of signal resulting in inappropriate anti-tachycardia pacing (atp) and inappropriate high voltage therapy. The physician considered the device to be performing according to the programmed settings. Abbott technical support was contacted, the device was reprogrammed, and medication was prescribed. The patient was in stable condition.